Event description:
The customer reported to olympus that the endoeye flex 3d deflectable videoscope had a pinhole in the bending rubber. When the issue was found is unknown, but the customer reported the therapeutic procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the adhesive on the objective lens peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the adhesives on the objective lens were peeling off. In addition to the reportable malfunction, the following were noted: the adhesive on the bending section cover had a chip; the control unit was damaged; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; the label on the light guide connector was peeled; the video connector was deformed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: stress from use, external factors, or handling; however, a definitive root cause cannot be identified. The event can be detected by following the instructions for use which state: "inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." Olympus will continue to monitor the field performance of this device.